Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement revision procedure and was doing well postoperatively. The explanted device will not be return per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last few months prior to the date the manufacturer became aware.